Event description:
Dealer states the chair veers both directions and sometimes speeds up and slows down. Dealer could not duplicate but mentioned it usually happens more at night than in the morning. Dealer did a field load test and 1 volt drop.